Event description:
There was no injury to the patient or operator. System was in operation on a patient for a spect bone study. An error was displayed as reported by user. Field service replaced radial motor drive part. Part to returned for investigation. Further investigation on the system is on-going.